Manufacturer narrative:
The pad-pak was first successfully installed by the user on the 26th april 2010 and performed to specification, alongside random manual power ons, up to the 19th january 2014. The pad-pak was removed for approximately 1 month during this time. The device failed a self-test due to a low battery on the 26th january 2014, later on this date a further pad-pak was installed, the device passed a self-test. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between 5th august 2015 and the 13th october 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo-pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.